Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy procedure, the surgeon implanted a meniscal cinch ii per the technique. When pushing the knots with the suture tensioner/ cutter for 2-0 fw, ar-5815, the suture was cut. The surgeon removed the cut suture from the joint with forceps. This added a 30 min delay to the case. The case was completed with no adverse effect to the patient. Additional information requested. Additional information provided 01/22/20: it was reported due to the delay of the case, the patient had to undergo more anesthesia. It was also confirmed that the cut suture was not fully retrieved from the patient.

Manufacturer narrative:
Complaint confirmed, evaluation by the supplier reveals a sharp edge inside the device.